Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# v107144, implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated had high impedance and stimulation was coming in and off. It was noted as unknown if environmental factors may have led to the issue. The health care provider ordered a film and impedance check was performed. Patient has above 4000 imp on all contacts. It was noted as unknown if the issue was resolved at the time of the report. It was noted that surgical intervention was planned. Additional information reported a day later indicated that patient will be scheduled for revision. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.